Manufacturer narrative:
The infinity c300 was not available for investigation. Therefore, a hardware analysis could not be performed. The investigation based on the description of event and the provided service report revealed that a failure of the printed circuit board was the root cause for the reported shut down of the display. After replacing this board, the infinity c300 was tested by the dräger service and passed without findings. A display ¿shutdown¿ will be obvious to the user once he/she tries to change settings. In case of such a failure, the implemented safety concept of the evita v300 ensures that the patient will continuously be ventilated with the last valid settings. Relevant parameters as fio2, minute volume, or airway pressure will still be displayed in the additional oled-display of the ventilation unit. An audible alarm (piezo speaker of evita v300) will be activated in case of a relevant alarm situation or latest after 45 seconds. Based on the information that was reported for this particular case, we conclude that the evita v300 behaved accordingly. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator shut down and ceased ventilation. The screen turned off and the ventilator gave a high-pitched alarm. The patient was disconnected and bagged until replacement ventilator was prepared. No harm to the patient was caused.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator shut down and ceased ventilation. The screen turned off and the ventilator gave a high-pitched alarm. The patient was disconnected and bagged until replacement ventilator was prepared. No harm to the patient was caused.